Event description:
Same case as MFR #6000089-2004-01489. Clinical study-it was reported that 196 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The patient was enrolled in the program in 2004. Target lesion 1 was identified in the svg to rca with 99% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was initially treated with cutting balloon angioplasty utilizing percusurge distal protection. This was followed by placement of 2 overlapping taxus stenst (3.5 x 32 mm and 3.5 x 28mm). Residual stenosis was 0% followin post-dilatation. There were no reported complications and the patient was discharged the next day. The patient was readmitted 6 mos later with acute unstable angina. Per the ER note, the patient stopped taking their aspirin and plavix about one week earlier in anticipation of a scheduled lung biopsy (that did not take place). Cardiac enzymes were negative and EKG showed no acute t wave changes. Cardiac catheterization two days later revealed: lmca-normal, lad -intimal disease proximally without focal obstruction, lcx-probable total occlusion on om1; om2 normal, rca-occluded proximally, svg to rca (target vessel)-90-95% instent restenosis. Same day, the instent restenosis in the svg to rca was treated with cutting balloon angioplasty utilizing a filter wire distal protection device. This was followed by placement of a 3.5x 20 mm taxus stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day.